Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The device was not returned for analysis; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Lens has not returned.

Event description:
It was reported that a tecnis eyhance intraocular lens (iol) was inserted and removed during the same procedure due to a defect observed on the lens surface. No additional surgical intervention was performed. Reportedly, the patient is fine post-surgery. No further information has been provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes . Section d9: return to manufacturer: 2/28/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during removal. No further damage on the lens could be identified. Visual inspection of the handpiece under magnification revealed that the handpiece was received with the plunger rod fully advanced. The external assembly was inspected, and no issues or gaps could be identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.